Event description:
I was implanted with the essure birth control coils in 2013 (supposed to be one metal coil in each fallopian tube). Turns out my dr implanted 1 in the right tube and 2 in the left tube (total of 3) and did not inform me of such. The third coil punctured from my tube and caused severe bleeding and I had to have emergency surgery to have my reproductive organs removed. I was in debilitating pain from the date of implantation and it took doctors 10 months to find the source of the pain. There was no option for me but surgery at that point. I suffered in pain until I started bleeding heavily and becoming weak and dizzy and my new dr decided to repeat the x-ray and find the problem in (B)(6) 2014 and did emergency surgery that day to keep me from bleeding to death.